Event description:
In 2002, customer stated that an erroneous accutni result was obtained from a patient sample. The sample in question had an initial result of 0.95 ng/ml. The technologist questioned the result because this patient had normal result previously. The test was repeated on the same sample and the result was 0.01 ng/ml. The repeated test result was reported. There were no changes to patient treatment associated with this event. The elevated test result was not reported out of the laboratory.